Manufacturer narrative:
Additional information provided from the field indicated this right ventricular (rv) lead will actually not be available for return for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for a low out of range pacing impedance measurement. Review of the system indicated there was oversensing of noise on the rv channel. The physician assumed the rv lead had insulation damage and was fractured. A revision procedure is being planned but for now the rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.